Event description:
It was reported that the customer's insulin pump has unresponsive buttons and the time clock was not advancing, but no alarms occurred during or after the buttons did not respond. The customer was instructed to remove the battery for two hours, but the anomaly persists. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The time clock advances properly. No frozen screen or constant tone noted. Unit had no button response due to corroded keypad traces. The insulin pump responded properly with the test keypad.